Manufacturer narrative:
No lot # is available at the time of this report. Device manufacture date not available at this time. RMA issued. Investigation finds the medtronic representative validated probes in different positions, however, could not replicate issue when perpendicular. Root cause determined that the probes were not validated perpendicular to the divot.

Event description:
A medtronic representative reported that the surgeon alleged an inaccuracy with both the left and right thoracic tactile probes. The surgeon discontinued use of the thoracic tactile probes, and continued the case navigating the ppblunt and a sure tracked drill. There was no negative impact to the patient.